Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratched on the pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that scratches on the screen make it hard to read the screen. The insulin pump will not be returned for analysis.